Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a manufacturer's representative (rep) regarding a patient receiving an unknown brand of baclofen (2000 mcg/ml at 500 mcg/day) via an implanted pump. The baclofen lot number and other medications that the patient was taking at the time of the event were unable to be obtained. The patient's medical history was requested, but unable to be obtained. The pump's indications for use (IFU) were listed as head/brain injury and intractable spasticity. The patient's family reported that the patient experienced increased spasticity. The patient was due for a pump replacement surgery and during replacement, it was determined that the catheter was leaking and a full catheter replacement was done; the catheter was discarded. The patient's status at the time of the report was reported as alive with no injury and it was noted that the issue had resolved at the time of the report. Follow-up was conducted for the patient's pertinent medical history, the baclofen type, lot number, and therapy start and end dates, other medications the patient was taking at the time of the event, the cause of the catheter leak, troubleshooting performed, diagnostics performed in relation to the increased spasticity, and whether replacing the catheter resolved the increased spasticity. If additional information is received, a follow-up report will be sent.